Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 302832 and lot number 1091323. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the syringe 30ml ll s/c 56, the device experienced leakage past stopper/ plunger. The following information was provided by the initial reporter. The customer stated: it was reported that drug leaked through the plunger.

Event description:
It was reported when using the syringe 30ml ll s/c 56, the device experienced leakage past stopper/ plunger. The following information was provided by the initial reporter. The customer stated: it was reported that drug leaked through the plunger.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-17. Investigation summary: it was reported the drug leaked through the plunger. To aid in the investigation, one sample in a sealed plastic bag was received for evaluation by our quality team. A visual inspection was performed. The syringe has 25ml of a chemo drug and no solution is observed past the stopper. No other defects or imperfections were observed. A device history record review was completed for provided material number 302832, lot number 1091323. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h10.